Event description:
It was reported that a user experienced post-meal hypoglycemia while using the ilet system with a dexcom g7 sensor, and a clinician recommended a factory reset due to suspected upward meal dose adaptation following recovery from an infection; the user reported a blood glucose value in the 40s with shakiness and weakness and had paired the ilet to the app. Symptoms included hypoglycemia with associated shakiness and weakness. Outcomes included self-treatment with oral glucose. Investigation included review of reported glucose trends, device-use history, and troubleshooting education with recommendation for factory reset after sensor warm-up and with the pairing code available. Investigation of this case revealed post-prandial lows consistent with potential over-delivery of meal dosing driven by prior adaptation, with contributing factors possibly including aggressive hypoglycemia treatment that influenced subsequent dose adaptation; no device alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.